Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions was identified during the device evaluation: damaged connector seal. Based on the results of the investigation, a definitive root cause could not be identified. The most probable cause of the identified failure is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited damaged connector seal. There was no patient involvement.